Manufacturer narrative:
Customer using non-approved parts. Customer cancelled service request. Customer using non-approved parts.

Event description:
The customer reported the ventilator remote alarm was not working when the ventilator alarm activated. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician reported upon follow-up with the customer for service, the customer reported that the remote alarm cable from the ventilator to the wall was defective. The service technician reported the alarm cable had a bad connection at the phono plug that plugs into the ventilator remote alarm port. The service technician reported the cable was not a manufacturers cable and had been made by the customer and it was rebuilt with non-manufacturer parts to make it functional again. The customer reported the ventilator alarms were functioning to specification. Per labeling, the user must use only manufacturer approved cables when connecting to the remote alarm port. There was no device malfunction and this is being reported as a user error.